Event description:
A (B)(6) male pt contacted zoll customer support to report adjust belt/check belt messages. The pt was issued a replacement belt.

Manufacturer narrative:
Device evaluation of belt sn (B)(4) is underway. The reported problem (adjust belt/check belt messages) is under investigation. As received, the belt failed incoming testing. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted form the defective belt. The pt received a replacement belt.